Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fell onto the ground and was concerned about device status. Boston scientific technical services referred the patient to the following physician. As of this time, this crt-d remains in service. No adverse patient effects were reported.